Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on 10/10/2019. Device evaluation summary: during analysis of the sample, an area of shell abrasion was found on the posterior view. Within the area of shell abrasion, a tear measuring approximately 8.5 cm was found. No other anomalies were noted. Shell abrasion suggesting in-vivo folding or creasing of the device. A crease/fold failure may be the result of the continuous and sustained stresses to the device. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Concomitant products: 250cc mentor memorygel breast implant, catalog #3502504 bc serial number #(B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6)-year-old hispanic female who underwent primary breast augmentation with a 250cc mentor memorygel breast implant experienced spontaneous right sided rupture post procedure. The rupture was confirmed through mammography and magnetic resonance imaging post procedure. As a result, bilateral prosthesis replacement with 300cc mentor memorygel breast implants was performed on (B)(6) 2019.